Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a cracked door. No patient involvement.

Event description:
It was reported that the device had a cracked door. No patient involvement.

Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10. Additional information d10. A review of the device history record for (B)(6) was performed from date of manufacture 04/20/2012 to present date 10/06/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.